Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had sought medical attention due to redness around the cannula insertion site. The pod was worn for 36 to 48 hours on the leg. The patient was diagnosed with an infection. The patient was prescribed an antibiotic (cephalexin ) an oral pill to be taken for 10 days, 4 times a day.